Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain more additional information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Was there any sign of infection? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? What were the results of the cultures? What medical intervention was performed to treat the infection/ wound healing? What is the current condition of the patient? Additional information was requested and the following was obtained: how many patients experienced this issue? 6 patients. Patient symptoms- describe the manifestation of reaction (location, severity, appearance, systemic or local reaction) post-operative infection. What was the onset date, time from the index surgery?- 10 days. Was medical intervention required to treat the patient condition? Results - yes. Does the patient have known allergic history to medical device, food or medications? Not clear. Was there any allergy testing performed? If yes, results? -not clear. On what tissue was the suture used? - nw843 was used for fascia / skin, nw2347 used for rectus sheath/ skin. Name of the procedure? - c section. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? - total 6 patients with varied tissue conditions. How was the suture placed, interrupted or continuous? - continuous.

Event description:
It was reported that the patient underwent a c-section procedure on unknown date and the suture was used continuous for rectus sheath skin closure. Ten days following the procedure, the patient developed a post-operative infection. One month after the surgery, a sinus problem occurred and the wound was not healing. It was also reported that the medical intervention was required to treat the patient's condition. Additional information has been requested.